Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that they did not remember the specific bg or cgm values at the time of the event but remembered that the sensor was inaccurate. In the early morning his wife found him unconscious in bed and could not wake him up. No symptoms were reported, and he did not recall hearing any alarms. The patient¿s wife called emergency medical services (ems). He was taken to the hospital via ambulance, given IV medication and fluids and discharged in good condition the following day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.